Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently, the pump insulin gauge was inaccurate. Blood glucose was elevated (value not provided). Customer declined to provide further information and declined tandem technical support¿s offer to follow up. Reportedly, customer reverted to using an alternate pump for insulin therapy.